Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by the j2 connector. The rep adjusted it, which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the mobile view station (mvs) would not turn on, the monitor would remain black, and the green line power lamp was off. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.